Manufacturer narrative:
Section d6b: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the catalys system showed error 08-023 and the surgery was interrupted. Liquid optics interface (loi) was in contact with patient's eye. The patient is fully recovered and there was no unplanned incision enlargement, sutures, vitrectomy, or delay in the procedure occurred. No additional medical attention or medication outside of standard care was required. No further information was provided.